Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted 'white foreign material' in the middle of the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The surgeon felt the foreign material was caused by the iol delivery system. Additional info has been requested.